Event description:
I'm a breast cancer survivor with saline breast implants. I regularly get painful swelling and firmness on the cancer side breast and left side of my side. I have been told it could be muscle related but I don't feel that is the case. FDA safety report ID# (B)(4).